Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had an "automatic shutdown." There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
One processor pca and one therapy pca were returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with the processor pca and one therapy pca. Philips cannot rule out a malfunction of the processor pca and one therapy pca at the time of the reported event. No further investigation or action is warranted.